Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee; (B)(6) centre, (B)(6) 2018. No details available for 1st revision date. (B)(6) 2018 revision total knee performed for loosening. Revised to a tc3 pfc. Male patient initials ps, (B)(6). Impacted product: unknown jrn: pfc stb fem = discarded, unknown jrn: pfc fem srem = discarded, unknown jrn: pfc liner = discarded, unknown jrn: pfc mod tray = discarded, unknown jrn: pfc tibial stem = discarded.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.